Event description:
The customer was unable to provide the patient's information.

Event description:
The customer reported that the patient was having a severe allergic reaction during a therapeutic plasma exchange procedure. This occurred while the 9th bag of replacement fluid was being given. The operator had already performed rinseback, and the physician wanted the patient to get the remaining plasma after the patient was stabilized. It is unknown at this time if medical intervention was necessary to stabilize the patient. Patient information is not available at this time. The disposable set is not available for return because the customer discarded it. This report is being filed due to unknown medical intervention to stabilize the patient.

Manufacturer narrative:
Investigation evaluation and corrective actions are in-process. A follow-up report will be provided

Manufacturer narrative:
Investigation: . A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Root cause: this disposable set was unavailable for specific root cause analysis. Possible causes for the patient reaction include but are not limited to, patient sensitivity to the replacement fluid and/or the patient's disease state. The cobe spectra system has many safety features. A donor and/or patient reaction can occur rapidly, however. Using large volumes of fresh frozen plasma can increase the frequency and severity of these complications.